Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 88 mg/dl. The customer states they are having air bubbles, on the second o-ring in the reservoir. The customer states the pump was not rewound with the reservoir in place. Troubleshooting was not performed, because the customer declined. The device will not be returned for analysis.